Manufacturer narrative:
The actual device was not returned for evaluation and testing; we will submit a follow up report when we received the actual device.

Event description:
Per the reported information, while the doctor was performing a procedure of fasciotomy with a tenex handpiece (tx microtip), the needle broke off at the base of the handpiece (tx microtip) and remained in the patient. The doctor removed the broken needle from the patient by hand. Another tx microtip was used to complete the procedure. There was no injury or harm to the patient caused by the failure.